Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(4), and the reported elevated lactate dehydrogenase (ldh), aspartate transaminase (ast), alanine transaminase (alt), and creatinine, as well as subtherapeutic and supratherapeutic international normalized ratio (inr) could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(4), until ultimately undergoing a device exchange to a heartmate 3 on (B)(6) 2021 (refer to manufacturer report number: 2916596-2021-02256). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including hemolysis. Section 6 "patient care and management" provides information on anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized with elevated lactate dehydrogenase (ldh), aspartate transaminase (ast), alanine transaminase (alt), and creatinine, as well as subtherapeutic and supratherapeutic international normalized ratio (inr) . No additional information was provided.